Manufacturer narrative:
The insulin pump was received with unresponsive act button due to corroded keypad trace. No button error alarm noted. Unable to verify battery out limit alarm due to unresponsive buttons. The insulin pump has minor scratched display window and cracked reservoir tube lip.

Event description:
Customer's mother reported via phone call that customer received a button error alarm. Customer received a battery out limit alarm after changing batteries due to button error alarm. Customer was not able to clear battery out limit alarm. Customer's blood glucose was 479 mg/dl. Caller states that customer would treat high blood glucose mother's insulin pump until customer's replaced insulin pump arrived. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.